Manufacturer narrative:
Report confirmed. Evaluation noted that the tool fractured due to an excessive bending force being applied during use.

Event description:
A report was received stating that the "drill bit broke off while inuse; no patient harm; product is contaminated." On follow-up, it was noted that the tool broke during a craniotomy. The broken piece was readily recovered and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device repair history. On follow-up it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."